Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, device data was insufficient to obtain battery status. No telemetry was available and memory download could not be performed. External visual inspection no irregularities. The pulse generator case was removed and internal visual inspection noted no irregularities. Further testing confirmed that the cause of the no telemetry condition was a depleted cell. The cause of the depleted cell was unknown.

Event description:
Boston scientific received information that in preparation for a routine implant procedure, this boxed device was exhibiting out of range telemetry, telemetry noise, device noise and device not identified error messages. A second device of the same model was successfully interrogated with the same programmer recorder monitor (prm) and wand. Technical services was consulted and advised not implanting this device. The device was not implanted and was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, initial analysis determined that the device data was insufficient to obtain battery status. Additionally, the device had no telemetry and a memory download was unable to be performed. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.